Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). DHR - there is no applicable nonconforming product report / nonconforming material report history. The reported complaint was confirmed . A visual inspection found customer applied labels. Functional testing and evaluation found broken tab on control board during repair. Board is not repairable and needs to be replaced without any cost. Power supply was slow to ignite and bezel is cracked. New lamp was assembled and installed backwards inside of lamp casing, it was also installed in to the mlx backwards which caused the smoking. The lamp used was not an integra lamp. These defects are likely caused by improper handling/misuse. The underlying root cause for the reported event is unknown. Review of the current risk documentation indicates the following foreseeable sequence of events could potentially lead to the reported failure; inadequate design, improper use of the device, and/or device not manufactured to specification. No manufacturing, workmanship, or material deficiency has been identified. Replace lamp, fan, power supply, tabs, control board and bezel to resolve the reported complaint. (B)(4).

Event description:
It was reported that improper installation of the mlx 300w xenon lightsource by the customer caused melting/smoking of the unit. No patient injury reported.